Event description:
It was reported that the plate was implanted in 2004. At 6 months post-op, it was found that the plate had broken between the screw holes. No action was taken at that time. At 12 months post-op it was found the plate had broken in another place. No action was taken. In 2005, the pt went to the hosp to ask for a solution. An operation has not yet been performed to extract the implants.